Event description:
The rptr works for the dept of hlth inspecting labs for compliance with clia and state clinical lab regulations. She rec'd a call from a pediatric lab in her jurisdiction. The lab was calling to report a 15% false positive rate for the device lots which are listed. The lab does a direct antigen test as well as a throat culture on each pt. The rptr notes that the lab was in compliance on its last inspection and she feels the info being reported is reliable since the lab routinely performs cultures. The lab initially contacted the MFR with their concerns, but were told there were no problems with these lots. The lab proceeded to return the lots to the MFR and contact the state dept of hlth. After receiving the devices, the MFR confirmed that "problems" existed with these lots. The devices are reportedly mfg in another country.